Event description:
It was reported the patient¿s extension eroded through their skin. The manufacturing representative was contacted by someone in the patient¿s nursing home the day prior to this report and they recommended the patient be admitted to the hospital and to work with their healthcare professional (hcp). The cause of the issue was not known and the extension just eroded through the patient¿s thin skin. The patient was admitted to the hospital and put on antibiotics. The extension was replaced on (B)(6) 2015. Following the replacement, the patient was doing great, they were receiving effective therapy, and they were back in their assisted living facility.

Manufacturer narrative:
Concomitant products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot# j0527920v, implanted: (B)(6) 2005, product type: lead. Product ID: 3389-40, lot# j0527920v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).